Manufacturer narrative:
(B)(4) the caravel microcatheter was returned with two guide wires that were twisted each other. Tip separation was confirmed on the microcatheter and the separated tip approximately 3mm long was found on one of the guide wires. There was a crack caused by tensile stress at the junction of shaft and tip segments of the microcatheter. On the remaining tip attached to the shaft, a couple of circumferential cracks attributed to tensile stress was observed proximal to the torn end. At the torn end, stretching of the tip polymer and the innermost polymer jacket was observed. The separated tip was located at approximately 10mm proximal to the wire tip. The distal end of the separated tip was crushed and stretched. Multiple circumferential cracks that were made when the tip was pulled and stretched were observed distal to the torn end of the tip. The above findings suggested that the tip was torn at approximately 2mm from the distal end of the tip and the tip originally 5mm long was pulled and became 6mm long. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to tip separation of the returned caravel microcatheter. The applied stress would exceed the product design limit when the tip was being caught and restricted its movement by the trapping balloon of kusabi. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, observed damage on the tip was too severe to completely rule out a possibility that some fragment(s) might be left in patient. Instructions for use (IFU) states: - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, - [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter broke off during a pci to treat a 90-99% stenosis in the rca #4. The microcatheter was used to support a non-asahi traverse guide wire to cross the lesion. After the wire successfully crossed the lesion, the microcatheter was removed by using a non-asahi kusabi exchange catheter. Poba was performed following ivus confirmation. When ivus catheter was redelivered, a marker-like object approximately 2mm long was found on the guide wire. When checked, the tip of caravel was found missing. Another traverse was delivered parallel to entangle the first guide wire with the separated caravel tip. The separated tip was successfully retrieved. The pci was successfully completed with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with this event.